Manufacturer narrative:
B3: date of event estimated. D4: lot number is unk as no lot number was reported in the article. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatment of appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: literature title : transfemoral aortic valve implantation new criteria to predict vascular complications.na.

Manufacturer narrative:
Date of event estimated. Lot number is unk as no lot number was reported in the article. The death reported in the article is captured under a separate medwatch report number. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : transfemoral aortic valve implantation new criteria to predict vascular complications.

Event description:
It was reported through a research article identifying prostar xl closure devices that were related to the following malfunctions and outcomes: failure to achieve hemostasis, unspecified device failures, vessel rupture, dissection, stenosis/occlusion, hematoma, pseudoaneurysm, death due to iliac rupture, hemorrhagic shock, balloon angioplasty, stenting, surgical repair, blood transfusion and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled; transfemoral aortic valve implantation".